Event description:
Amo contact lens solution caused extreme redness. Product: complete moisture plus multipurpose solution redness, pain and tearing started after wearing contacts overnight - lasted 3 days before subsiding but concerned about bacterial infection it could have left. Dates of use: 2005 - 2007. Event abated after used stopped or dose reduced? Yes.